Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into vvi backup mode due to a bad connection between the home monitor device and patient's cardiac resynchronization therapy device. The device was successfully restored through a device download. The patient was fine before, during and after the process.